Event description:
Information was received from a manufacturing representative regarding an implantable neurostimulator (ins). Manufacturing representative (rep) called to discuss patient's (pt) complaint of feeling a shocking sensation. Patient is newly implanted with dbs and is very sensitive to any touch of the implant site. Patient recently had the ins turned on and is at 0.5ma with cycling. Ts asked for information on when pt is getting the shocking sensation and at this point it seems random and not associated with any particular activity. Ts reviewed to consider the following: turning off the ins to see if shocking occurs while off, when and what type of activity is pt doing at the time of a shock. If it is when pt is recharging, then rep needs to make sure the patient has some sort of cloth between skin and wr, consider turning down speed from 4 to 3. Rep stated that pt also has a pre-existing vsn therapy and the dbs is not quite 4 in away from the vns. Discussed it is unknown if or how the vns could impact the dbs system. Caller states they will be seeing pt in a couple weeks for further programming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturing representative (rep). Rep reported that the cause of shocking was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.